Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "self test failed and the buzzer is defect". This occurrence was noticed at start-up during the booting process. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.